Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported via the manufacturer's representative (rep) they hadn't charged in months so the implantable neurostimulator (ins) became overdischarged. The rep. Attempted a jump start but was unsuccessful. As a result surgical intervention was planned but wasn't scheduled yet. The issue was not currently resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.